Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # s8 trajectory 1 view issue; product analysis # (B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4), mnav comment: summary: work order passed. Analysis found there was incorrect orientation information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device during a laser ablation procedure. It was reported intraoperatively that following an imaging spin the site switched the display to show both planned trajectory views simultaneously. When the view changed the trajectory 1 view shrunk down and went to the bottom corner of the screen and made it not visible. The site was able to temporarily fix the issue when the images were re-centered, but the image went back to the bottom of the screen after a few seconds. The site then left and re-entered the procedure within the cranial application and the issue was resolved. No impact on patient outcome. Surgical delay was less than one hour.